Event description:
It was reported that the patient was unable to charge their ipg and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of the ipg not charging was duplicated and confirmed during lab testing. The root cause of the observation was the ipg¿s charging circuitry not having the ability to maintain a coupled charge event, which would result in not allowing the ipg battery to continuously increase its state of charge (soc). During the analysis, the original issue of the ipg not being able to charge cleared and the ipg was then able to be charged. After charging, the ipg passed functional testing on the automated test equipment (ate). The cause of the charging issue was not ascertained as the original issue corrected itself.